Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the g5 mobile application display screen froze. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the frozen application display screen could not be determined. A root cause could not be determined.